Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved. The fsr performed the user verification test and reported the unit meets factory specifications. At this time, the suspect component is not available to be returned for further evaluation. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator, the unit displays a ventilator inoperable alarm after two minutes of use. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.